Manufacturer narrative:
Follow-up (8/26/2013) this complaint is being re-tracted due to the following conclusions:on (B)(4), 2013, the patient claimed the animas insulin pump is alarming with an empty cartridge when there is still insulin within the cartridge. The user alleged that the remaining insulin reading was inaccurate however there is no evidence that insulin delivery accuracy was compromised. Therefore the alleged issue is not likely to cause an adverse event.

Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas to report that the animas pump¿s date had switched to 2012. In addition, the logbook was not saving the blood glucose results. The battery reportedly was changed weeks ago. The patient had the battery removed for less than 24 hours and the date and time was not reset. There was no product misuse. The reported issue was not resolved with training. This complaint is being reported due the alleged issues, date switch and inaccurate logbook. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/06/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2013 with the following findings: during investigation, a review of the pump¿s history showed no activity outside normal patient use in the black box or download history. The insulin remaining at time of low cartridge warnings was at or below 20 units. Remaining insulin was calculated accurately during testing. The pump was primed until 20 units remained in cartridge at which point a low cartridge warning was given. The cartridge was removed and 20 units were visually confirmed remaining. The issue of inaccurate remaining insulin readings was duplicated during the investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.